Event description:
The customer reported that the probe on the provue analyzer dispensed incorrect amount of red cells reagent into the mts gel cards during testing. No erroneous results were reported. Incorrect or no dispense can lead to erroneous test results and transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the site and determined that the reagent spinner was not spinning correctly. The fe replaced the reagent spinner motor to return the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since the repair.